Event description:
Epidural placed with minimal relief. Upon inspection of the epidural catheter it was discovered to be leaking from a 'split' in the tubing causing epidural medication to leak under dressing and not be infused into the patient. Anesthesia removed faulty catheter and performed another procedure to replace catheter.